Event description:
During a routine hemodialysis treatment, a reported pt blood loss of 210 c occurred. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that venous air alarms occurred shortly after starting the pt therapy. The nurse had to address unrelated problems with the pts tracheotomy and was unable to promptly respond to the alarms. The blood circuit was discarded due to clotting resulting in the pt blood loss. No medical intervention was required.